Manufacturer narrative:
No pt injury nor medical intervention was reported. The prismaflex involved in this incident was evaluated by a field tech. No corrective action was performed. The prismaflex system alarmed during a simulated clotting. The pressure pod was calibrated as a preventive action.